Event description:
The patient was transferred from a wheelchair to a bed with assistance of 2 caregivers. During the final phase of a transfer when patient was placed on the bed ( sling clips were detached from the device by caregiver), the patient turned around and fell off the bed. As a consequence of the event sustained head injury resulting in bleeding in the brain's. Arjo received information that on (B)(6) 2022 patient passed away. The customer stated that is not certain that the reported event was related to patient death.